Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with fortum (inj) injection (2 grams, frequency and route not reported) and vancomycin inj (2 grams, frequency and route not reported). On an unreported date, the patient¿s pd effluent was clear, the peritonitis was resolved and the patient was recovered. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.